Event description:
The customer reported that the energy selector was not giving the paper output. There was no report of pt involvement.

Manufacturer narrative:
The customer reported that the energy selector was not giving the paper output. There was no report of pt involvement. The factory has not yet rec'd device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.